Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had error code 14.

Manufacturer narrative:
Additional contact: (B)(6). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. Service manual directs to replacement of the compressor, drive manifold, and pressure regulator to resolve issue. Each part was replaced drive regulator, drive manifold and scroll compressor and proper calibration and system checkout were performed. Released unit to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the scroll compressor ,drive regulator, drive manifold assembly for evaluation. These parts were received with the reported complaint of startup code 14. A visual inspection was performed of all parts received and found the parts to be in good condition. The fat tested each part separately and then all 3 parts together. The fat could not duplicate the failure of start up error code 14. Retaining the parts in the fat per procedure number (B)(6) rev.ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.